Manufacturer narrative:
Image review: intra procedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter was 76.8mm with a perimeter derived diameter of 24.4mm, therefore suggesting a size 29 mm valve. The native aortic valve was heavily calcified. It was reported the patient had a possible type 1 bicuspid native valve with a right coronary cusp and left coronary cusp fusion. It was reported that a pre dilatation was performed with a 22mm z-med balloon (semi compliant), with incomplete expansion of the balloon due to the significant calcification. It was reported that a post implant dilatation was performed with a 23mm true balloon (non-compliant) due to under expansion of the transcatheter bioprosthetic valve. The available evidence supported that the significant calcification in the aortic valve contributed to the possible annular rupture during the post dilatation. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the post-implant balloon aortic valvuloplasty, one manual inflation pressure was performed using a syringe.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are:  product ID: d-evolutfx-2329, lot #: 0011740894, ubd: unknown, UDI#: unknown product ID: l-evolutfx-2329, lot #: 00117789203, ubd: unknown, UDI#: unknown product ID: 23mm true dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown product ID: 22mm zmed dilatation balloon valvuloplasty catheter (non-medtronic device); lot #: unknown. Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in a patient with a possible type 1 bicuspid native valve with a right coronary cusp and left coronary cusp fusion, vascular access was obtained via the right carotid artery. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22mm non-medtronic balloon. The valve was then deployed. Following deployment, the valve frame appeared constrained, and a post-implant bav using a 23mm non-medtronic balloon was performed. During the bav, an annular rupture occurred and the patient subsequently died.